Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacture reported that the unit was delivered to the customer on june30, 2014. The legal manufacturer provided the following possible cause for the reported event were as follows: the legal manufacturer determined that the reported phenomenon of no image was caused by a cable unit failure. The phenomenon was reproduced by the repair department according to the quality incident report (qir). The legal manufacturer reported that since the cable unit failure was confirmed, the user applied force such as forcible bending, pulling, twisting and crushing to the camera cable, and the cable unit . The legal manufacturer presumed that the image was not displayed normally due to the cable damage. In addition, the legal manufacturer reviewed and confirmed that there was description of no image displayed and intermittent image due to a cable unit malfunction were included in the IFU at the time the unit was shipped. The following entries are described in the instruction manual which may have prevented it the reported event. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. As a result of the DHR review, it was confirmed that there were no abnormalities in manufacturing, special adoption, and unevenness.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report of "image issue" which was attributed to a faulty cable. The device was serviced and returned to the user facility. This report will be supplemented if new information becomes available at a later time.

Event description:
The user facility reported that " the image does not appear" intermittent image due to faulty cable unit. No adverse event reported.